Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate wirelessly. It was indicated that the check box for enabling wireless interrogation in the programmer software was not checked. The box was checked and the programmer was able to interrogate wirelessly. It was also indicated that the stylus pulled apart but was functional. The stylus was replaced and calibrated. It was also indicated that the radiofrequency connector on the printed circuit board was loose. The board was replaced and recalibrated. It was also indicated that the power cord bay assembly latch was broken, the keyboard latch was broken, the system fan was noisy, and the printer failed door open test. These parts were replaced and the programmer software was reconfigured and reloaded. The programmer passed all functional and system tests. (B)(4).

Event description:
It was reported that following its last software upgrade the programmer lost its capability to interrogate wirelessly. The programmer was returned for service. It was further reported that the programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.